Event description:
An olympus representative reported to olympus on behalf of the customer that the thunderbeat broke and fell inside the patient during a laparoscopic radical nephrectomy and was removed. The device was on seal&cut 1 and seal 3 functional mode. The issue occurred less than 5 minutes after an error code was exhibited, with the patient being under anesthesia for about half an hour at that time. An inspection revealed that the device had fractured. No part of the device was stuck. The procedure was delayed for 10 minutes to replace the device and was completed using the similar device. An inspection prior to the procedure, which included a bipolar output test under normal saline, noted no issues. There was no harm or user injury reported due to the event.

Manufacturer narrative:
E1: complete establishment name is (B)(6). The suspect device has been returned to olympus and the allegation was confirmed. The probe was damaged. The surface of the fracture was normal. The damaged probe was not returned. The reported event may be caused by the following: 1. There were no hollow and other abnormal phenomena in the fracture of the probe, so this is not a quality problem about the probe. 2. The probe was cracked when it came into contact with metal or hard tissue; and the probe was damaged when it grabbed tissue under much load. 3. Accidental fall or impact or use of hard objects to scrape the dirt will also lead to accidental fracture of the probe. 4. It was not a quality problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the probe broke and recovery of fallen probes occurred due to the following reasons: 1.hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. Also, a short circuit error (error code : u508) occurred. 2.the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3.a force was applied to the probe causing it to break however, the root cause of the phenomenon's could not be identified. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. In addition, the following non-reportable malfunctions were found during the device evaluation: u508 error. Olympus will continue to monitor field performance for this device.